Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The pump passed the displacement test. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions. Pump and test sensor calibrated successfully. Pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly. Pump received with corroded battery tube. No pump error 63 alarms noted during testing and were not found in the formatted history file.

Event description:
Customer reported via phone call that they were unable to get transmitter and insulin pump connected. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated that the sensor appears to be fully inserted and flat against the skin. Customer stated that there was no damage to the connection bridge or pins. Customer stated that the transmitter led blinked on and off. Customer did manually, sensor connected alert. Customer select start new sensor or reconnect sensor as needed. The device will be returned for analysis.